Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that the down arrow is not responding, noticed a few days prior to this report. The button has to be pressed about 10 times to get a response. Patient is able to use the remote to bolus safely. The pump is worn under a garment and is wiped with a damp cloth. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. The contrast, up arrow and ok keypad buttons respond normally when pressed. The down arrow keypad button responds intermittently when pressed. All of the keypad buttons have normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast, up arrow and down arrow buttons.